Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl, 337 mg/dl and 527 mg/dl. The customer was treated with manual injection. The customer also stated that they had symptoms like nausea, vomiting. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer was using mode. Customer was performed self test and they received hardware low level failures. Customer stated that in alarm history there were unspecified pump error listed. Troubleshooting was performed and customer states the insulin exited. The insulin pump will be and reservoir will not be returned for analysis.